Event description:
It was reported that the unspecified bd infusion set had flow issues. The following information was provided by the initial reporter: during the site visit on (B)(6) 2026, the following feedback was received along with our observations. The patient is a frequent visitor to the ed and is well known to staff. The patient has a history of poor venous access and reported to frequently dislodge or pull out her peripheral IV lines. This pattern of behavior was noted as consistent with prior visits. The patient was preparing for transfer to the intensive care unit at the time of the event. The event occurred during the day shift in the emergency department and was not at change of shift. An insulin infusion was initiated due to significantly elevated blood glucose levels of the patient. The insulin infusion was prepared in a 100 ml IV bag by pharmacy and programmed via interoperability to infuse at 7 ml hr. Nurse hung the ordered 100ml insulin IV bag and primed the IV tubing using a bd primary IV set. The drip chamber was filled 2/3 full, placed in the device and then connected to the patient. At the time of the event, nicardipine was also infusing at 25 ml hr. Shortly after the insulin infusion was started, the pump module alarmed. Nurse pressed silence button on the device but did not recall the alarm message or what appeared on the display at the time. She then restarted the infusion, but a few minutes later the device alarmed again. Nurse did not recall what the second alarm indicated and again pressed silence. She observed about half of the fluid in the bag was emptied and observed a steady flow of drops in the drip chamber. She then stated that she opened the pump module door. Normally she stated that she engages the roller clamp but was not sure if she engaged the clamp prior to opening the door this time. After opening the door, nurse stated she ripped the tubing out of the pump module because it was feared that the patient was overdosed. No issues were noted with the IV tubing and no visible damage to the pump module was seen. After removing the IV tubing from the pump module, nurse performed a blood glucose finger stick. The patient's blood glucose remained in the 500's, which nurse stated is typical for this patient, who frequently presents to the emergency department with severe hyperglycemia. Nurse then left the patient's room to notify and obtain assistance from the emergency department pharmacist. The pharmacist subsequently sequestered the alaris device, along with the IV tubing and the insulin IV bag. The pharmacist took the items to the pharmacy department for measurement and further evaluation. The patient was transferred to the intensive care unit shortly after the event occurred.

Manufacturer narrative:
B.3. The date of event is unknown; bd awareness date used. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Investigation results: due to no sample being received, an investigation could not be performed, and a root cause could not be determined. No product will be returned per customer. No investigation was performed.

Event description:
No additional information.